Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vaso viewhemopro vh- 3500 wand would not slide within when attempting to start ligating branches. Harvester was unable to pass hemopro wand beyond the vasoview device and into view of the endoscope. The jaws were not open during the insertion of the harvesting tool and no resistance was noted while inserting the tool into the cannula. A second evh kit was opened to complete the case without incident. The first kit was assembled by the surgical staff and hemopro wand was inserted before the endoscope. The only procedural delay was from opening a second kit. Maybe 10-15 minutes tops. No patient injury was reported.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000246391 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 09/06/2022. An investigation was conducted on 09/08/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on either the harvesting device or the cannula. A mechanical evaluation was conducted. The harvesting device was returned outside the cannula. A reference endoscope was inserted into the cannula with no visual or physical difficulties until it snapped into place. The harvesting device was then inserted into the cannula with the reference endoscope with no visual or physical difficulties observed. The blue toggle was manipulated on the harvesting device to open and close the jaws. There were no visual or physical difficulties observed. The blue toggle on the cannula was manipulated to retract and extend the c-ring with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem; tool" was not confirmed.

Event description:
N/a.